Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a bunion surgical procedure that utilized a phantom 4-hole intramedullary nail and a paragon 28 lapidus bone wedge. The original surgery occurred on (B)(6) 2018. The patient was weight-bearing, per instruction from the surgeon, at three weeks post-operatively. Three months post-operatively, the nail was found bent and broken at the distal cuneiform hole, and it was reported that the patient displayed a non-union. The patient was put on a bone stimulator. This incident was reported by the facility under mw5088709.